Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. A visual inspection was performed and the detachment confirmed. It was reported that before use, a new technician scrubbed in and inadvertently mishandled the nc trek rx balloon dilatation catheter (bdc), causing the proximal shaft to separate near the hub. It is most likely that the noted additional damages (hypotube and strain relief bent and stretched strain relief) were also caused by handling during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use, a new technician scrubbed in and inadvertently mishandled the 4.00x15 mm nc trek rx balloon dilatation catheter (bdc), causing the proximal shaft to separate near the hub. It broke in two pieces outside the body prior to use. The device was not used and there was no patient involvement. The physician did not blame the device for the separation. A new, same size nc trek rx bdc was used without incident to continue the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Return device analysis observed blood in the guide wire lumen indicating that the bdc may have been advanced on the guide wire. Follow-up with the account could only confirm that the bdc never entered the patient anatomy. No additional information was provided.